Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape button dome switch. No button error alarm during testing noted. The insulin pump has cracked reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 124mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.